Manufacturer narrative:
Date of this report should be: (B)(6) 2013. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at the one day post op exam with flap striae in the right eye. The flap was lifted and smoothed to resolve the issue. The patient was returned to affiliate doctor for follow-up care. The patient¿s uncorrected visual acuity is 20/50 in the right eye and 20/40 in the left eye. The patient indicated that they were experiencing dry eye and they were prescribed topical medication to treat the condition.